Event description:
Customer reported the c has excessive lateral movement when moving through the cradle. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the roller bearing, break pads, and friction clutch. System operates as intended. (B) (4).